Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial#: (B)(4), ubd: 30-apr-2019, UDI#: (B)(4), product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was deployed into the correct position. When retracting the dcs, the valve was dislodged into the ascending aorta. A post-implant balloon aortic valvuloplasty (bav) was performed to fully expand the valve to allow the delivery of the second valve. A second transcatheter bioprosthetic valve was then implanted in the correct position. No additional associated adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the products were not returned. Conclusion: the device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device history record was not reviewed for the delivery catheter system (dcs) as the event did not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, the valve reportedly dislodged due to interference with the dcs during retrieval from the annuls. Dislodgement of an implanted valve due to interference with the dcs nose cone is typically related to procedural and/or technical factors. The device instructions for use (IFU) instructs the user to confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis under fluoroscopic guidance, then to withdraw the catheter to the aorta while maintaining guidewire position. Without review of procedural imaging, the reported event could not be further assessed or confirmed. An under expanded valve post implant is also typically related to procedural and anatomical effects; without review of procedural imaging, an assignable root cause could not be determined. A balloon aortic valvuloplasty (bav) was performed to fully expand the valve to allow a second valve/dcs crossing. Another valve was successfully implanted as a valve in valve. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information, ethnicity: corrected from no information to hispanic or latino. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.